Event description:
It was reported that the holster has a broken green cable. There have been no pt consequences reported. One device to be returned.

Manufacturer narrative:
Eval summary: based on the analysis results, this complaint is now determined to be a MDR malfunction. The analysis site confirmed the customer's complaint and found the green cable was split. Also during disassembly the e-clip was damaged. To correct the customer's complaint the analysis site replaced the green cables and the e-clip. As part of the standard device process replaced the space assembly, port shaft, coil pin and the spur gear. Also, removed seals from the lemo connectors and added heat shrink to the green and blue cables. After servicing the unit passed qa functional testing. The unit has not been returned for service prior to this event, therefore no service history review can be done. Complaint info is trended on a regular basis to determine if further investigation is warranted.